Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. It was indicated that the patient was under 2 years of age, which is off label use of the device. No injury or medical intervention was reported.